Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/17/2019. A manufacturing record evaluation was performed for the finished device al1706 number, and no non-conformances were identified. H3 device evaluation summary: a paper lid, an empty winding former, an empty labeled winding former, a detached needle and a dispensed suture of product code vcp123, lot # al1706 were received for evaluation. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. Body fluids was present on needle and marks by use of a surgical instrument could be observed at the edge of the barrel hole, this condition causes the needle pull off. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. During the visual inspection of the suture, the end was noted cut appears to be by the use of a surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance pull off - suture needle is an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a wound closure on (B)(6) 2019 and suture was used. During the procedure, the needle detached from the assembly. There were no adverse patient consequences reported. No additional information was provided.